Event description:
It was reported that during an unrelated replacement procedure on (B)(6) 2024, it was noted that the ipg was missing a set screw. As a result, the ipg was replaced with no further issues.